Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with complaint of chest pain and a high heart rate. A transmission observed the right ventricular (rv) lead with high thresholds, a slight decrease in impedances, and capture was unable to be determined. A few days later, the patient again presented to the emergency room. A lead displacement or perforation was suspected. The lead observed suddenly high thresholds. Follow-up was conducted with the clinic, but it did not yield any additional information about this case. The lead remains in use. No further patient complications have been reported as a result of this event.